Event description:
It was reported that during the implant procedure high, out of range, high voltage lead impedance was observed. The physician tried to reconnect the lead however, the lead could not be fully inserted into the port of the competitive device. The lead was replaced. Patient was in good condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.